Event description:
It was reported that the belt wouldn¿t work for the patient to hold the recharger in place because the implantable neurostimulator (ins) shifts in the pocket and then they would lose the bars. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown, serial# unknown, product type: unknown. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37092, lot# 271910001, implanted: (B)(6) 2011, product type: accessory. Product ID: 37743, serial# (B)(4), product type: programmer, patient. (B)(4).